Manufacturer narrative:
(B)(6). Q core medical ltd (manufacturer) is reporting on behalf of hospira. Exemption number, e2014005.

Event description:
Problems with (B)(6) pumps were reported by a customer from USA as follows: "problems include multiple air in line alarms, recently infusions rates during IV therapies and numerous other occurrences. Generally, our infusions are hung for 24 hours. The air in line alarms are frequent and occur multiple times during the daily infusions. Purging the air often causes us to break sterility to remove the air bolus. Our central line infusions are hung under sterile condition daily. Another major problem is resecting the rate and monitoring the 24 hours accumulated volume hourly our infusion rats can change several times during a shift. Same as our nurses work off of screen 2, while others work off of screen 3. During the day the pumps are reset and our total accumulation volumes returns to zero. This is problematic as we work with very tiny infusion rates and amounts. Rate changes are not always reflected when the pumps has been programmed to change the rate. Apparently changing the rate from screen 3 requires hitting the prompt twice, this has only recently been known to our staff. There are also problems with weight based infusions rate is a problem as the rn numerates the rate. After completion of programming, the rate will appear in the right hand corner as you face the pump server. During the training this was never pointed out to the staff. Weight program - yield rate per hour is barely visible. There is no program for prostaglandins, also a problem. The pumps increase only as increments of 0.1c/hr. This becomes an issue with infusions of insulin, which react recently was ordered at a rate of 0.15 cc/hr the pump reset automatically to 0.2 cc/hr. Another incident occurred with appropriately 1.8 cc vtbi remaining. The pump was reset to of 5cc vtbi, which recalculated the time remaining for the infusion to approximately 3 hours, but in a few minutes the pump alarmed "infusion complete". The pump had to be reset "repeat last infusion" anyway. Recently as insulin infusion was remaining for 4 hours when an open door alarm sounded. The door slightly popped open and had to be squeezed shut. Pumps have been taken out of service for downstream occlusions alarms, when there were not occlusions and the line flushed easily. Inaccurate amount of fluid have been infused there are more details and actual pump model number available. The staff has been diligent with tracking problems, noting pump model numbers and making incident reports. The (B)(6) pumps have not been a good fit for our unit. Delay in therapy:unknown, need for medical intervention:unknown".